Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 03/29/2024, it was reported that the patient experienced inaccurate cgm values. According to the report, the patient kept getting low readings on the display device. It was not documented whether the patient checked the bg. The egv went as low as 49 mg/dl and the patient gave herself sugar. The patient experienced lightheadedness even after self treatment and presented to the hospital with the spouse. There, the bg was 545 mg/dl and the egv at that time was not described. The symptomatic hyperglycemia was treated with IV and insulin and the patient was discharged after 4 hours. At the time of the report, the patient was stable and okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.